Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This case, with patient identifier (B)(4) (system 2), is related to case with patient identifier (B)(4) (system 1).

Event description:
The customer reported that both of her aviva system's produced an error message during a hypoglycemic event. At 6:00 am the customer experienced low blood glucose symptoms of a headache, diarrhea, and dizziness. The customer attempted to test her blood glucose on two different aviva systems with two different vials (B)(4) of test strips; both aviva meter's displayed an e-1 message. The customer did not treat her symptoms since she was unable to obtain a result. At 10:00 am the customer lost consciousness and fell to the floor. The customer's husband treated her with a cola to drink. The customer regained consciousness 20-30 minutes later. The customer was not taken to the hospital. The customer attributed the low blood sugar incident to diet and stress. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.